Manufacturer narrative:
Service was not dispatched for this event. Customer declined to have a field service engineer (fse) inspect the device. The data provided from the event log was reviewed and no errors occurred at the time of pt sample testing. Also, the quality control (qc) data provided indicated that qc was recovering within expected ranges on and after the day of the event. Bci offered to have an fse inspect the instrument and the customer declined the offer. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for one pt. The initial erroneously elevated result was reported outside the laboratory. The pt sample was re-spun and retested on a different instrument and the result was within the normal reference range. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.